Event description:
It was reported that during a laparoscopic cholecystectomy, the clip was gently placed and severed the tissue. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Info not available, device not returned for analysis.